Manufacturer narrative:
(B)(4). The customer¿s report of ballooning was not confirmed however a leak was identified. Visual and tactile inspection did not reveal any evidence of ballooning on the silicone segment. Functional and pressure testing was performed; no ballooning occurred however a leak was observed two inches below the lower fitment with a slice type cut noted at that location on the tubing. The leak was caused by damage on the vinyl tubing; the cause of the damage is unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer complained of a "pouch like" extended area of the primary tubing while infusing a 250ml bag of an unknown medication in the ICU. There was no reported harm from the event.